Event description:
It was reported to baxter (B) (4) that a reservoir of a basal/bolus infusor ruptured during filling. The unit was being filled with morphine hydrochloride. There is not report of patient injury or medical intervention. No additional information is available.

Event description:
Reportedly a 3000tfx, 21mm was explanted at the hospital. The valve was implanted during day, and surgeon (need confirmation he was implanting surgeon), and explanted same day at night, due to possible pv leak. They have the valve in formalin until they hear from us. No additional information was provided at this time. On 08/13/09, device received; however, device evaluation has not begun.

Manufacturer narrative:
Evaluation summary: the valve cannot be evaluated due to the current condition in which it was received. The leaflets were cut off. Only 3mm of tissue remains intact along the sewing ring of leaflet 3. The stent is bent at commissure 1; the wireform is cut along commissure 1 and 2; the sewing ring was cut off. The valve will not be sent to research and development since it is not suitable for functional testing. The valve cannot be evaluated due to the current condition in which it was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device evaluation anticipated, but has not yet begun. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from a sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation. Device evaluation is anticipated, but has not yet begun.